Event description:
It was reported that the patient presented in the emergency room due to symptomatic bradycardia. Upon interrogation, it was found that the right ventricular (rv) lead exhibited failure to capture. Chest x-ray was performed and further revealed dislodgement. The rv lead was explanted and replaced. Patient condition was stable.